Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they just came back from an MRI and when they went to turn their therapy back on, they saw a message that said the system was at the max settings. They confirmed they activated MRI mode prior to the MRI. During the call the patient changed programs and saw the maximum settings message on multiple other programs. They denied any recent falls. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturing representative (rep) was also contacted and they indicated they would also reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep repeated what was initially reported about seeing max settings on multiple programs and stated they didn't know what would cause the issue. The rep stated the patient contacted their physician and they were having the device replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the maximum settings message on multiple programs was determined. The patient placed setting to max since they didn't feel the stimulation after their MRI. Patient had MRI; stimulation device worked before MRI was completed. The device was interrogated and unable to increase any program above 0.4. The patient was scheduled for surgery device replacement. The surgery was on (B)(6) 2025. The issue was resolved.